Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self test. No button error alarm noted upon testing. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No battery failed test alerts noted during testing or when inserting a new battery. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had center and back button unresponsive and had no insulin delivery alarms. Customer stated that insulin pump had bad battery on new batteries. No harm requiring medical intervention was reported. The device will not be returned for analysis.